Manufacturer narrative:
Event date: exact date unknown, event occurred (B)(6) of 2021. Explant date: (B)(6) 2021.

Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.